Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient went to the emergency department for continued pain over left thoracotomy site and subxiphoid region. The patient was recently admitted for driveline, subxiphoid, epigastric and shoulder pain and chills but no fever. The patient was hypokalemic at 2.6 and the magnesium level was so low that both tests were repeated. The patient's chest x-ray was normal. The patient was taken in for a washout on (B)(6) 2022 of a fluid pocket in the left chest wall. The patient also had a progressive driveline infection. The patient additionally had a wound vacuum assist closure (vac) and a jackson-pratt (jp) drain placed. On (B)(6) 2022 the patient was taken to the operating room (or) for a left thoracotomy washout and vac change. The patient went back to the operating room on (B)(6) 2022 for another chest washout and vac change.

Event description:
Additional information stated intravenous (IV) potassium was ordered at the outside hospital. The patient also had low magnesium which was repleted with oral magnesium supplements. No other symptoms were noted. The patient was reported to have multiple washouts on (B)(6) 2022. The patient received pain medications and IV antibiotics to help with the pain.

Manufacturer narrative:
Section b5: the patient's previous admission is reported in MFR # 2916596-2022-11123. The onset of the driveline infection is reported in MFR # 2916596-2021-05856. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported pain, hypokalemia, and driveline infection could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists driveline infection and localized infection as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists infection as a potential late postimplant complication that may be associated with the use of the heartmate 3 lvas. This section includes information for caring for the driveline exit site as well as information regarding how to prevent and control infection. The heartmate 3 lvas patient handbook contains several sections with information about how to prevent and control infection as well as information for caring for the driveline exit site. No further information was provided. The manufacturer is closing the file on this event.